Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using insulin from old cartridges when loading new cartridge. Tandem customer support informed customer that insulin is only intended to be used for 72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 215 mg/dl at time of event.